Manufacturer narrative:
(B)(4).

Event description:
It was reported that egm anomaly was observed on the device. The egms disappeared and reappeared on the device. Patient received appropriate shocks. The device was explanted due battery advisory, unrelated to this event and a new device was implanted. No further information available.

Manufacturer narrative:
The reported egm anomaly was not confirmed in the laboratory. The device was tested and stored egms were accessible via the programmer.